Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). At the time of the report dianeal pd2 ultrabag was ongoing. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized. On an unreported date, remedial treatment was started with tazact (2.25gm, IV, bid) and vanconex-cp (1gm, ip, stat). Given that the peritonitis was resolving after treatment with antibiotics, and that the patient continued treatment with the same pd solution, this event is more likely due to an infectious etiology and a break in aseptic technique during the peritoneal dialysis procedure.

Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.